Event description:
It was reported that the shock impedance measurement for the right ventricular (rv) lead continues to be high and out of range at 125 ohms in triad configuration. Boston scientific technical services (ts) was consulted and determined that when programmed coil to coil the impedance measurement was greater than 200 ohms and coil to device was 137 ohms. Ts recommended induction with maximum energy shocks to test the integrity of the system. The patient was referred to another physician. Upon follow up with that physician the field representative stated that at this time the clinic believes the issue to be related to the svc coil and has opted to reprogram the lead to a single coil configuration. No further tests were performed and they will continue to monitor the patient. The rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the right ventricular (rv) lead was surgically abandoned due to continued high out of range shock impedance measurements. A new rv lead was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The shock impedances were typically 110-120 ohms, but were observed to be out of range at greater than 130 ohms. It is suspected that there is calcification around the proximal coil. At this time, the alert limit was increased to 150 ohms. The patient is being monitored and the system remains in service. No adverse patient effects were reported.